Event description:
Pt admitted to hosp with chest and abdominal pain. Pt had dual chamber pacemaker. The pt experienced cardiac arrest at 6:13 am on 3/25/97, resuscitation was unsuccessful. Monitor may/may not have shown asystole at 5:53 am and interpreted as a paced rhythm.